Event description:
Company received a report from a biomedical engineer that during routine preventive maintenance the unit did not provide an audio tone at power-on-self-test (post). There was no patient harm.